Event description:
Clinician was preparing marcaine for use in a surgical case. After utilizing a blunt tip needle to withdraw the marcaine into a 50 ml syringe she noticed a piece of the vial rubber stopper floating in the syringe. The syringe was taken out of use and saved for reporting purposes.